Event description:
Pt was experiencing moderate/severe vasospasm in the left mca. Procedure was cerebral balloon angioplasty in the mca. Catheter positioned in the m1 segment of mca. Approximately 2 inflations/deflations were completed without complication. The balloon was reportedly being used within an acceptable range. Approximately 5 seconds into the third inflation, a "bulge" appeared around the mid-portion of the balloon. The balloon was deflated and contrast was injected via the guide catheter for visualization. Extravasation around the m1 segment and balloon was apparent. The vessel apparently ruptured and the icp began to increase. The balloon system was withdrawn. The balloon was not ruptured.